Manufacturer narrative:
H4: the lot was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed no fluid in the bladder. Since the bladder did not contain fluid, this suggested flow had occurred. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.